Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (treating an ulcer); failure to follow instructions (using damaged/broken product).

Event description:
The device was received for evaluation. The cause of the inability to irrigate and foreign material was most likely due to hydrophilic coating entering the tapered tip lumen. The root cause of the event was most likely manufacturing related.

Manufacturer narrative:
Results: manufacturing related.

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic ulcer. It was reported that when the physician attempted to flush the delivery system, resistance was met at the tapered tip, making it impossible to flush the device. The physician then tried inserting a guidewire. The physician experienced resistance however, was able pass the guidewire through the lumen. When the guidewire went through the whole lumen, some very small plastic material, which was inside the delivery system lumen was observed. The physician then flushed the device after and attempted to implant the graft inside the patient however, pressure of movement was felt in the patient¿s artery. The physician decided to remove the delivery system and implanted another endurant ii 16x16x82 without issue. No clinical sequelae were reported and the patient is fine.